Event description:
A non-healthcare professional reported that a system displayed an error the surgeon initially planned a fourteen-point five diopter lens, entered the patient profile before surgery, he switched to a fourteen-diopter lens, and the nurse updated and saved the preop lens pick accordingly measurements were taken and the case completed. Post-op review revealed the blue triangle (preop pick indicator) incorrectly pointed to fourteen-point five diopter on the lens calculation screen, despite the left panel correctly showing fourteen diopters as saved. Attempts to sync the cart were delayed due to lag, though internet connectivity was confirmed. After a few minutes, syncing resumed, but the incorrect preoperative pick indication persisted. The issue did not recur, and the field service engineer was alerted.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record. The system found to meet all cosmetic and performance standards per the service test procedure. Customer reported for the system error that caused the wrong lens to be displayed. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.